Event description:
It was reported that the insulin pump alarmed no delivery with air bubbles in the infusion set tubing. The customer stated that she had been having a lot of trouble with the insulin pump. The customer's blood glucose was 140 mg/dl. She stated that she had changed the infusion set 3 times and received 3 alarms. She stated that she discontinued use of the insulin pump for 3 hours. She observed that, at the tubing where it connected to the reservoir, the fluid appeared white. She stated that she was still receiving the no delivery alarm despite having tried all remedies. She also reported that she could not access the main menu, as the insulin pump became stuck on the rewind process. She stated that she had gone through 3 reservoirs and one infusion set so far. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.